Manufacturer narrative:
On 04-dec-2021 the field service engineer (fse) visited the customer site and found the reagent probe was very close to the rinse station wall causing water to "stick" to the probe. The fse re-aligned the reagent probe, performed calibration and the customer ran qc. The investigation determined the cause of the event was the misaligned reagent probe identified by the fse.

Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for creatinine plus ver.2 on a cobas 8000 c 702 module. Patient 1 initial result was 88 umol/l. The repeat result was 59 umol/l. Patient 2 initial result was 123 umol/l. The sample was repeated twice with results of 96 umol/l. Patient 3 initial result was 177 umol/l. The repeat result was 137 umol/l. No questionable results were reported outside of the laboratory. The creatinine reagent lot number was 577466. The expiration date was not provided.